Event description:
Healthcare professional (hcp) reported medical event following the injection of 1 ml of [unspecified] juvéderm® voluma¿ in t1 and t2 with canula and 0,3ml iof juvéderm® voluma¿ with lidocaine injected in the left temporal area with canula. Over year ago, inflammatory episode. MRI prescribed. Painful inflammatory episode on the left temporal area. Hyaluronidase injection 0,15ml (750ui/ml), corticoid therapy for 4 days. Symptoms resolved. 3 weeks later painful relapse on the left side temporal area for 2 days, inflammatory pain, not very radiating but sleepless. No fever. No recent therapeutic change except daily antidepressant drug for 3 months. Hcp also saw local inflammatory signs, tumefaction above the zygomatic arch on the left side, painful to touch, diameter 2,5cm quite deep, non-fluxionary. No swelling or adenopathy. Treatment: biseptine to disinfect, then deep injection of reductonidase 750 ui in 1ml then soft massaged. Solupred 20mg 4 pills/day for 7 days, codoliprane 500/30 2 pills 3 times a day, inexium 20g for a day. 2 weeks after light painful sensation on the left temporal area. Next day started corticoid 1mg/kg started for 5 days. Hcp reported via ultrasound results ¿several small more or less confluent areas of fluid in the left temporal region located in the subcutaneous cellulo-fatty tissue. Two more centimetric fluid patches between which there are small more or less partitioned fluid images forming an oval patch between which there are small more or less partitioned fluid images forming an oval area measured at 29 x 6 mm. There is no clear inflammatory contour collection. There is no local hyperhaemia. Hcp treated with then deep reductonidase injection (750 ui/ml) 0,6ml and soft massage. Next month return of local pain for 2 days, no fever. A lot less inflammatory signs, no redness or oedema noticed. Pain to touch on the temporal area right behind the zygomatic frontal process, with a more indurated palpable tumefaction. No adenopathy, no superinfection. Treated with solupred corticoid 20mg 4 pills per day for 5 days and reductonidase on the left temporal area 1ml (750 ui). Next month new painful inflammatory episode for 4 days. Pain and usual temporal erythema, erythema on ck3 with bubble but painless. No fever. At appointment, no inflammatory signs, pain on temporal area above the zygomatic arch around the hairline. No palpable tumefaction, no adenopathy. Auto-medication with solupred 60mg allowed a quick reduction of local inflammatory signs. 2 weeks later again patient had a painful relapse. Symptoms ongoing. This record relates to. This is the same event and the same patient reported under patient identifier (B)(4)(emdr-14942) and (B)(4)(emdr-14947). This emdr is being submitted for the suspect product, 1 ml of [unspecified] juvéderm® voluma¿ in t1 and t2.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported medical event following the injection of 1 ml of [unspecified] juvéderm® voluma¿ in t1 and t2 with canula and 0,3ml iof juvéderm® voluma¿ with lidocaine injected in the left temporal area with canula. Over year ago, inflammatory episode. MRI prescribed. Painful inflammatory episode on the left temporal area. Hyaluronidase injection 0,15ml (750ui/ml), corticoid therapy for 4 days. Symptoms resolved. 3 weeks later painful relapse on the left side temporal area for 2 days, inflammatory pain, not very radiating but sleepless. No fever. No recent therapeutic change except daily antidepressant drug for 3 months. Hcp also saw local inflammatory signs, tumefaction above the zygomatic arch on the left side, painful to touch, diameter 2,5cm quite deep, non-fluxionary. No swelling or adenopathy. Treatment: biseptine to disinfect, then deep injection of reductonidase 750 ui in 1ml then soft massaged. Solupred 20mg 4 pills/day for 7 days, codoliprane 500/30 2 pills 3 times a day, inexium 20g for a day. 2 weeks after light painful sensation on the left temporal area. Next day started corticoid 1mg/kg started for 5 days. Hcp reported via ultrasound results ¿several small more or less confluent areas of fluid in the left temporal region located in the subcutaneous cellulo-fatty tissue. Two more centimetric fluid patches between which there are small more or less partitioned fluid images forming an oval patch between which there are small more or less partitioned fluid images forming an oval area measured at 29 x 6 mm. There is no clear inflammatory contour collection. There is no local hyperhaemia. Hcp treated with then deep reductonidase injection (750 ui/ml) 0,6ml and soft massage. Next month return of local pain for 2 days, no fever. A lot less inflammatory signs, no redness or oedema noticed. Pain to touch on the temporal area right behind the zygomatic frontal process, with a more indurated palpable tumefaction. No adenopathy, no superinfection. Treated with solupred corticoid 20mg 4 pills per day for 5 days and reductonidase on the left temporal area 1ml (750 ui). Next month new painful inflammatory episode for 4 days. Pain and usual temporal erythema, erythema on ck3 with bubble but painless. No fever. At appointment, no inflammatory signs, pain on temporal area above the zygomatic arch around the hairline. No palpable tumefaction, no adenopathy. Auto-medication with solupred 60mg allowed a quick reduction of local inflammatory signs. 2 weeks later again patient had a painful relapse. Symptoms ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-14942) and (B)(6) (emdr-14947). This emdr is being submitted for the suspect product, 1 ml of [unspecified] juvéderm® voluma¿ in t1 and t2.